Manufacturer narrative:
Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced excessive vaulting, lens dislocation/subluxation, icl tilt, and refractive surprise. The lens remains implanted but problem not resolved. The cause of the event was reported as user error.